Manufacturer narrative:
Device evaluated by MFR: prolapse/kink of the inner shaft was noted. (B)(4).

Event description:
It was reported that stent partial deployment and damage occurred. Vascular access was obtained via the left brachial artery with a 6fr 10cm non-bsc introducer sheath through distal sfa direct puncture (dsp). The chronic totally occluded (cto) target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). After a 300cm 0.014 inch non-bsc guide wire crossed the lesion and pre-dilatation was performed, a 7 x 180 x 75 innova stent advanced to treat the distal sfa. Upon reaching 12 centimeters during deployment, pressure could no longer be applied to the thumb wheel. The white arrow on the pull grip was observed and the physician started to deploy the stent with the pull grip; however, the stent would not deploy. The whole system was removed slowly and the stent was able to be deployed in the intended lesion but the stent was stretched to approximately 6cm. Post-dilatation was performed to correct the stretched stent and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR. Method codes, result codes, conclusion codes updated. Device evaluated by MFR: the innova stent delivery system (sds) was received with no original packaging or other devices. The handle of the device was opened up by the engineering staff and visually inspected for any internal damage which may lead to a deployment issue. There was no indication of any internal damage. Blood was observed between the outer and middle sheaths. The stent was not returned, could not confirm damage. The outer shaft was kinked at the nose cone. Inner shaft was intact with no damage. Handle was intact with no damage (prior to inspection of internal components). Pull grip was intact with no damage. Tip was intact with no damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that stent partial deployment and damage occurred. Vascular access was obtained via the left brachial artery with a 6fr 10cm non-bsc introducer sheath through distal sfa direct puncture (dsp). The chronic totally occluded (cto) target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). After a 300cm 0.014 inch non-bsc guide wire crossed the lesion and pre-dilatation was performed, a 7 x 180 x 75 innova stent advanced to treat the distal sfa. Upon reaching 12 centimeters during deployment, pressure could no longer be applied to the thumb wheel. The white arrow on the pull grip was observed and the physician started to deploy the stent with the pull grip; however, the stent would not deploy. The whole system was removed slowly and the stent was able to be deployed in the intended lesion but the stent was stretched to approximately 6cm. Post-dilatation was performed to correct the stretched stent and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent partial deployment and damage occurred. Vascular access was obtained via the left brachial artery with a 6fr 10cm non-bsc introducer sheath through distal sfa direct puncture (dsp). The chronic totally occluded (cto) target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). After a 300cm 0.014 inch non-bsc guide wire crossed the lesion and pre-dilatation was performed, a 7 x 180 x 75 innova¿ stent advanced to treat the distal sfa. Upon reaching 12 centimeters during deployment, pressure could no longer be applied to the thumb wheel. The white arrow on the pull grip was observed and the physician started to deploy the stent with the pull grip; however, the stent would not deploy. The whole system was removed slowly and the stent was able to be deployed in the intended lesion but the stent was stretched to approximately 6cm. Post-dilatation was performed to correct the stretched stent and the procedure was completed. No patient complications were reported and the patient's status was good.